Event description:
Rca was successfully rotoblated. Dynaglide used to attempt burr removal over wire. Burr became stuck on wire at distal tip of catheter. Both the burr and rota floppy wire removed. Vessel easily rewired using a terumo runthrough wire.